Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the physician advanced the guidezilla along with the guidewire. Seeing under the x-ray, it was observed that the tracking trace of the catheter was abnormal. The device was found fractured after withdrawal. The catheter was removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, mildly tortuous and mildly calcified. It was noted that the guidezilla was fractured at the collar due to the lesion characteristics. The catheter was simply pulled out and completely removed from the patient's body.

Manufacturer narrative:
Correction to fields f10 and h6: device codes from break-1069 to detachment of device or device component-2907.

Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the physician advanced the guidezilla along with the guidewire. Seeing under the x-ray, it was observed that the tracking trace of the catheter was abnormal. The device was found fractured after withdrawal. The catheter was removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the physician advanced the guidezilla along with the guidewire. Seeing under the x-ray, it was observed that the tracking trace of the catheter was abnormal. The device was found fractured after withdrawal. The catheter was removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, mildly tortuous and mildly calcified. It was noted that the guidezilla was fractured at the collar due to the lesion characteristics. The catheter was simply pulled out and completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation in the collar/shaft area, tip damage (slightly flattened/markerband dented), and numerous kinks in the shaft. Inspection of the rest of the device found no other damage or defect with the returned device. The (guide) catheter used in the procedure was not returned for analysis, so a lab supplied 6f guide catheter was used for device-to-device testing. The tip of the guidezilla was inserted into the hub of the guide and advanced. The guidezilla advanced easily and without issue, exiting out of the catheter tip. No other issues were identified during the product analysis.